Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens implantation surgery, while loading the lens was scratched. There was no patient contact and the surgery was completed on the same day. Additional information was received and it states that the surgeon reports a lot of resistance when trying to release lens. In the surgeon¿s opinion, issue identified when it was going to be dispensed.